Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a variation in the size of external diameter of a portex® endotracheal tube. The clinician wanted to use an endotracheal tube with an inner diameter of 5mm, however, when the clinician tried to place the endotracheal tube in the patient, the external diameter was "too important", the endotracheal tube was too rigid, and the bending/curvature of the endotracheal tube was not adapted. It was not possible to use this 5mm device, so the clinician had to change and finally managed to set up a tube with an inner diameter of 4.5mm in the patient. There was an increase of time of laryngeal exposure as a result of the event. No permanent injury was reported.

Manufacturer narrative:
The age of the patient is unknown. No congenital anomaly/birth defect occurred. Lot number is unknown.